Event description:
It was reported that following electrocautery use in an unrelated procedure, the pulse generator was found to be operating in backup mode. After a device software download, normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.